Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. Visual examination of the sample noted a vertical crack on the green luer lock connector. Based on the evaluation of the sample the reported defect is confirmed. Additional stress cracking testing was performed on house retain samples and no cracks or leakage were observed. All samples passed testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: at the time the complaint was initiated the customer stated that the tubing cracked, no additional information was available/provided. However, b. Braun received an update stating blood leakage also occurred as it was used for arterial lines. No injury reported.